Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. It was reported that the patient fused at l4-l5. Fusion at l5-s1 could not be confirmed by the radiologist; therefore, a potential pseudarthrosis may have contributed to this incident. As stated in our pedicle screw IFU, our screws are intended to provide temporary posterior fixation as an adjunct to fusion. In the event of a non-union, the screws may have been overloaded or failed in fatigue. The patient also has a history of smoking, which is listed as a contraindication in our IFU due to its negative effect on bony union. In situ.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with screw fractures. The patient reportedly had screw fractures approximately 12 months post-op. The patient has not been revised at this time.